Event description:
Customer reported out of range normal control solution test results with test strips. She opened the bottle of test strips on approx 9/1/96 and performed a normal control solution test. The result was 175 mg/dl versus a normal control solution range of 106-160 mg/dl. Because this reading was not in range, she performed a second control test. The result was 210 mg/dl. The normal control solution was opened approx two months ago and the customer shook it well before testing. While speaking to the rep, a third normal control solution test was performed and the result was 168 mg/dl. A check strip test also performed with the rep was 72 versus a check strip range of 58-90. The code was set correctly for all tests. The desiccant is in the bottle of test strips.